Event description:
New information received notes the patient returned in clinic for a full check. Maintenance was performed. The entire check was satisfactory without anomalies. The original event was identified as occurring during a procedure to bury the device sub pectoraly. Diathermy was used and tachy therapies were not turned off nor a magnet placed resulting in the observed alerts. The following cardiologist and abbott staff had not been consulted. No further noise events were observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-27098. It was reported that during remote monitoring, it was observed that alerts for noise with possible high voltage circuit damage and non sustained right ventricular oversensing episodes followed by three inappropriate anti tachycardia pacing therapies delivered prior to secure sense's activation was seen. Follow up with the physician revealed the events were likely related to noise during a diathermy procedure when therapies were on. The diathermy procedure was to reposition the device and lead deeper in situ, due to the patient experiencing discomfort with the original position of the device. The patient was discharged post procedure. No programming changes were made. The patient was to be monitored in clinic.